Event description:
The event is reported as: leak is at the level of the patient tube connected to the chest drainage unit. No patient injury reported.

Manufacturer narrative:
Evaluation, method: device history record review. Results: the device history review revealed no issues or discrepancies that can potentially relate to the complaint description were detected. Conclusions: device not returned. No evaluation will be performed. The customer complaint can not be confirmed due to the lack of sample or picture. If additional information about the conditions in which the product was used or sample is available, this complaint will be updated accordingly. A follow-up report will be submitted if additional information is received.